Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, moderately calcified, 90% stenosed mid left anterior descending (lad) coronary artery. A 3.0 x 12 mm rx xience pro stent delivery system (sds) was selected for the procedure. The sds was advanced toward the lesion; resistance with the anatomy was felt and the sds would not cross the lesion. The shaft of the sds was found to be broken (separated) proximally near the hub. A non-abbott 3.5 x 37 mm sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced resistance was met with the mildly tortuous, moderately calcified and 90% stenosed anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.